Event description:
It was reported that the system was removed due to infection. No pt outcome was reported. The drug contained in the pump was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.